Manufacturer narrative:
The complaint device was received and evaluated. Visual inspection confirms that the inserter tip is broken on one side. There was no damage to the anchor itself when inspected under magnification. A batch record review has been conducted and the results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. Although a definite root cause cannot be determined, it is a possibility that excess torque was applied when inserting the anchor at off angle which caused the inserter tip to break. Based on the overall complaint rate for this failure, this failure seems to be an anomaly and therefore, at this point in time, no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
When the surgeon introduced the anchor in the shoulder , he noticed a piece of metal detached from the inserter. He removed it and decided not to use this anchor. The following information summary was received via email from our affiliate on 3-31-14: the procedure was a cuff repair. The metal was a fragment off of the inserter, all of the metal was removed from the patient. The surgeon used another like device to complete the procedure. The procedure was not extended for more than thirty minutes due to the problem with the complaint device. There were no adverse patient consequences.

Event description:
When the surgeon introduced the anchor in the shoulder , he noticed a piece of metal detached from the inserter. He removed it and decided not to use this anchor.

Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy mitek however it is not known if it will be received within the 30 day reporting requirement, therefore depuy mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report.